Event description:
Complainant alleged that during a shock to a pt (age & gender unk), an arc was observed from the electrode. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.